Event description:
It was reported that the right ventricular lead exhibited impedance greater than 2000 ohms and a capture threshold greater than 7.5 v, 1.5 ms. The lead was removed and re- placed.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that a partial lead was returned. The the proximal insulation was damaged and the proximal coil was fractured at 19.9 cm from the connector pin due to clavicular crush.